Event description:
Adverse event(s): "no adverse event reported." (No consequences or impact to pt). Product problem(s): "threads or fibers removed from patient's eyes." (Foreign material present in device). A customer returned: (4 glasses) of threads or fibers which they have taken out of patient's eyes. Unfortunately they do not have any documentation available of date nor time these events occurred. The customer only wishes to have the threads evaluated to determine what type of material it is. There are samples from different dates and different doctors. The doctors have expressed that they only want to get an explanation to what it is, and they do not want to fill in any questionnaire. Add'l f/u info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B)(4) when add'l reportable info becomes available. (B)(4) .